Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device and x-rays associated with this report were not returned. A two-year search of the complaint database did not identify a trend; no prior reports for this part and lot number combination. The complaint is non-verifiable and the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
A piece of a broken drill bit was left in the patient's bone.